Event description:
On final post dilatation of stents in the lm to cx , a 3.5x15 nc trex neo balloon fractured and the opaque distal (monorail) end separated from the hypo tube within the coronary artery. The balloon was stuck within the lm to the cx stent and could not be retrieved. Multiple attempts were made to retrieve the fracture balloon unsuccessfully. While proceeding to retrieve the first balloon, a second balloon was stuck within the same area (lm to cx) in the inflated position (3.5x12 euphora). The doctor then cut the shaft in an attempt to get the balloon to deflate and retrieve the device, which was unsuccessful. Several more attempts were made to retrieve that balloon, unsuccessfully. The patient was thensent to surgery for potential retrieval and by-pass.